Event description:
The device was implanted via v-p shunt in 2009. On (B)(6) 2015, it was noted by CT scan images that the ventricles of the patient¿s brain became large. On (B)(6) 2015, the patient complained of a headache, and it was found that the setting pressure had changed from 80 to 180mmh2o. The surgeon tried to change the pressure by the programmer, but he could not set at the desired pressure despite several attempts. On (B)(6) 2015, the surgeon replaced the device with the competitor¿s one (polaris). The patient is currently being followed. Patient info: (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.